Manufacturer narrative:
Initial and final MDR 1880571 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula. The blood glucose level of the patient was high which was corrected by correction bolus via pump and multiple daily injection. The issue occurred with three infsuion sets used on15-mar-2024 and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.